Manufacturer narrative:
**Update** (B)(4) 2011 - litigation papers allege the patient was revised because of pain and suspected abnormal wear of the metal-on-metal bearing surface and loosening of the acetabular cup. Blood tests showed that plaintiff s blood levels of cobalt-chrome were elevated. The surgeon noted that there was less than 10% of the bone ingrowth, and a presence of fibrous ingrowth and a pseudomembrane between the acetabular component and the acetabular bone. Subsequent pathology report revealed metallosis, fibrosis and chronic inflammation of the synovium. Doi: (B)(4) 2008 - dor: (B)(4) 2010. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the pt was revised because of pain and suspected abnormal wear of the metal-on-metal bearing surface and loosening of the acetabular cup. Blood tests showed that plaintiff's blood levels of cobalt-chrome were elevated. The surgeon noted that there was less than 10% of the bone ingrowth, and a presence of fibrous ingrowth and a pseudomembrane between the acetabular component and the acetabular bone. Subsequent pathology report revealed metallosis, fibrosis and chronic inflammation of the synovium.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.